Event description:
Pt was a (B)(6), male. During procedure, the physician noticed a hemorrhage in the same cerebral artery territory, but not in the same vessel as where the merci v 2.0 soft device was deployed. The physician stated that the hemorrhage seemed to occur due to hypertension. Physician believes that the hemorrhage was not due to the merci device. There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., pt factors, device use factors, other devices employed, drugs administered, etc) that also may have caused or contributed to the outcome.

Manufacturer narrative:
The manufacturing records for merci retriever v 2.0 soft, lot number, 35036, were reviewed and no anomalies were found that are related to this complaint.